Event description:
Correction to first follow-up: the device returned for set ID failure. This was confirmed via log file review as it is intermittent. The pump was able to infuse normally during testing and passed set ID specific functional testing. The pump was internally investigated and no damage to the set ID was identified. There was, however, cracks in the lever boot retaining plate and the pneumatic plate.

Event description:
The following has been reported: biomed reported: having trouble opening the cassette lever, pins were stuck. Walked biomed through proper pin cleaning, sent customer the video. Customer will clean this afternoon and send the logs. Customer confirmed no patient harm and no report of issue stopping active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
3 requests were made to have the pump returned with no response from the customer. Since the pump was not provided, the pump problem is unknown. No actions at this time since the logs were not provided, the pump problem is unknown, and due diligence has been completed.